Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed to treat polyp on (B)(6) 2024. During the procedure, the handle was broken into multiple pieces while deploying the clip. The "plunger" became dislodged and separated from the control wire. The clip remained attached to the catheter since the handle was destroyed. Eventually, the clip was released from the catheter after several attempts to move the scope from side to side. The procedure was completed with the same original device. There were no patient complications have been reported due to this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.